Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was unpacked on (B)(6) 2016. According to the complainant, they noted that there was a cut on the device packaging label, and sterility was compromised. The customer noted that this did not appear to be caused during shipment. There was no patient or procedure involved in this event.

Manufacturer narrative:
A visual examination of the complaint device revealed that the packaging was torn longitudinally. The noted defect likely occurred due to handling of the device during unpacking. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was unpacked on (B)(6) 2016. According to the complainant, they noted that there was a cut on the device packaging label, and sterility was compromised. The customer noted that this did not appear to be caused during shipment. There was no patient or procedure involved in this event.